Event description:
Device received, lot number identified.

Manufacturer narrative:
This complaint is still under investigation

Manufacturer narrative:
This complaint is still under investigation. Device not returned.

Event description:
Massive wear of inlay of a cementless duraloc pressfit cup. Massive loss of bony substance at the implant area.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported devices by depuy cpd confirms the reported insert wear. No abnormal wear noted on acetabular cup or femoral head. Review of provided patient x-rays confirms a decrease in radiographic density surrounding the acetabulum in (B)(4) 2013 x-rays when compared to the others. The femoral head is found to be slightly more superiorly loaded than optimal, which may be attributed to the reported poly wear. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
Surgeon reported ae to nca (bfarm): massive wear of inlay of a cementless duraloc pressfit cup. Massive loss of bony substance at the implant area. Consequence: change of cup, complex bone reconstruction of bony substance loss with help of bone from bone bank. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.